Event description:
It was reported that the surgeon inserted an aq2003v silicone three-piece lens, but one haptic tore. The lens was partially inserted and was removed with no pt injury. No enlarged incision or sutures.